Manufacturer narrative:
Corrected information: continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter, ubd 2010-08-01, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a company representative who reported that the brand of baclofen being delivered via the pump was lioresal. The physician identified a csf (cerebrospinal fluid) leak from the fresh (1 week) incision. Exploratory surgery on (B)(6) 2020 revealed the break in the old/existing catheter that was approximately 1 cm past the new connector. During the procedure, the physician added additional catheter to extend the catheter and connected it to what was left of the existing catheter. The were no environmental, external, or patient factors that may have led or contributed to the issue other than the recent pump replacement procedure. It was noted that there was not much slack on the catheter which could have added to the break but that was unable to be verified. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1998, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 07-sep-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2021 regarding a patient receiving baclofen (2000mcg/ml at 115 .4mcg/day) via an implanted infusion pump. It was reported that clear fluid was leaking from the pump incision shortly after pump replacement. It was noted that this was probably cerebrospinal fluid (csf). A revision was done and it was discovered that the existing catheter was fractured just distal (~1cm) from the catheter connector. The patient's mother did not notice any therapy-related symptoms.